Manufacturer narrative:
(B)(4). Device codes chosen based on vague complaint description "found damaged prior to use," and reported as found during functional testing. A device history record investigation did not show issues related to complaint. Initial visual examination of the device received revealed no obvious defects or anomalies. During functional testing a lab syringe was connected to the pilot balloon. Air was injected through the pilot valve. The balloon cuff appeared not to completely inflate. Cuff was able to be properly deflated using the pilot balloon and syringe. Device was then submerged under water with an attempt to inflate. Upon injection of air, the device leaked from the middle of the cuff. A microscopic exam of the cuff revealed a small cut in the cuff. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. Therefore, it is unlikely that this type of damage was present at the time of manufacturing. Testing revealed damage to the cuff, not the pilot valve. Conclusion is likely that operational context caused or contributed to this event. A corrective action is not required at this time.

Event description:
Customer complaint alleges "the user found the valve of the pilot balloon damaged prior to use. Therefore, a new unit was used instead." There was no report of patient involvement.